Event description:
Revision surgery due t Infection.

Manufacturer narrative:
The agent reported The patient was infected, so the head, liner and sleeve were removed, washed out and new implants put in. FEMALE 68. Complaint has been evaluated and is similar to report number 1644408-2019-01220; 931-36-252, S808 - Infection, Revision Surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.